Manufacturer narrative:
"Pursuant to title 21 - food and drugs, chapter I - food and drug administration department of health and human services, subchapter h -0 medical device, part 803 - medical device reporting, subpart a - general provisions, section 803.16, neither this report nor any information submitted herein constitutes an admission by caire inc. That the device stated in this report, caire inc., or caire inc.'s employees, caused or contributed to the reportable event stated herein" the unit is being requested for inspection. If more information is received then a followup report will be submitted.

Event description:
The company was informed on (B)(6) 2017 of an adverse event that occurred on (B)(6) 2017 involving a stroller portable liquid oxygen unit. The incident was described as liquid oxygen coming up through the cannula of the stroller. There were no injuries. The patient was in a nursing home and the staff of the nursing home failed to put the stroller in a mesh non tip bag to hand on the back of the wheelchair that is supplied by the provider. The nursing home instead put it in a large canvas bag which allowed the unit to tip and not vent properly. The staff have been instructed again that the unit must be kept upright at all times an din the proper bag if hung on the back of the wheelchair.

Manufacturer narrative:
The unit was returned to the company for inspection. All of the device's components were intact and in good condition except for the plastic case. It was worn and damaged to the point that its edges did not make good contact with other parts of the case. There was a small leak found that was determined to be inconsequential to the function of the unit. All of the relief valve pressures, pressure retention test and natural evaporation rate were within specifications. The unit operates as intended and the alleged incident could not be duplicated when following the manufacturer's instructions.

Event description:
The company was informed on march 10, 2017 of an adverse event that occurred on (B)(6) 2017 involving a stroller portable liquid oxygen unit. The incident was described as liquid oxygen coming up through the cannula of the stroller. There were no injuries. The patient was in a nursing home and the staff of the nursing home failed to put the stroller in a mesh non tip bag to hand on the back of the wheelchair that is supplied by the provider. The nursing home instead put it in a large canvas bag which allowed the unit to tip and not vent properly. The staff have been instructed again that the unit must be kept upright at all times an din the proper bag if hung on the back of the wheelchair.